Manufacturer narrative:
Our field service engineer evaluated the ventilator on site and the alleged failure could not be duplicated. A calibration and function test were performed and the ventilator was returned to service. We are therefore, unable to provide, determine or confirm the true cause of the reported event. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer indicated that the expiratory valve was not working while the ventilator was connected to a pt on a pt. There was no pt injury.